Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of "when we plug it in its black" was confirmed due to a faulty charged couple device unit. Additionally, a punctured cable boot was discovered and was causing the unit to fail the leak test. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the hd autoclavable camera head malfunctioned while in use. According to the initial reporter, when the device was plugged in, there was no light. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, it is likely by cleaning, disinfecting, sterilizing, and storing the product with tweezers, forceps, and scalpels, that holes were left in the camera cable, and the internal electric circuit of the product was destroyed by water leakage, which prevented communication with the video processor and prevented the image from appearing.

Event description:
This issue occurred on (B)(6) 2021. There was no patient injury, infection or medical intervention required. The manual for the product and manuals of all other equipment that was used was followed. It was confirmed that the camera head was compatible with the ancillary equipment being used. The instructions for reprocessing followed in "reprocessing: general policy¿ chapters 5 through 8 are being followed. The device was inspected prior to use. No abnormalities were noted. The device is sterilized and stored in its container on an instrument shelf. The camera cable does not appear to be damaged. The camera head has never been dropped. No foreign objects such as hard water residue, dust, etc. Were observed on the electrical contacts. The type of endoscope used with the camera head is a teurmo endovein endoscope. There were no kinks, twists or buckles in the cable cord. The connection was secure. The intended procedure was able to be completed with a different camera. The facility has two other olympus cameras and it is unknown what camera was used to complete the case.